Event description:
Return device analysis revealed that the distal shaft of the stent delivery system (sds) was separated at the proximal seal and not returned. Additionally the hypotube was separated 17 cm distal to the strain relief tubing. The account confirmed that the hypotube separated during the procedure due to calcification. No part of the sds remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to advance and difficulty removing the device from a guiding catheter could not be replicated in a testing environment due to the returned condition of the device. The reported kinks, and proximal separation were confirmed. Stent dislodgement and stent damage were not confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal right coronary artery. A 2.5 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion; however, it could not cross due to the calcification. A stent strut was damaged and when removing the sds from the anatomy, the stent dislodged and stuck on the tip of the guiding catheter. The stent, guiding catheter, and guide wire were removed together. When removed from the anatomy, there were several kinks in the shaft of the sds. A non-abbott stent delivery system was advanced, but it also could not cross the lesion. The procedure was successfully completed with plain old balloon angioplasty (poba). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.